Event description:
After technician had finished a maintenance on ceiling lift, he noticed red service light on. He notified staff that device was not working and left the room. Several mins after, the staff noticed smoke that was coming out from the top of the device. They pulled the stop cord and moved the device away from the charging station but smoke continued to come out, so staff pulled fire alarm and evacuated the unit. Afterwards, the device batteries were disconnected. No injuries were sustained.

Manufacturer narrative:
Further info will be provided upon conclusion of the manufacturer's investigation.